Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc) in all configurations. It was suspected that the lead had dislodged leading to the elevated measurements and loc. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported other than the surgery.